Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. In inspecting the returned device the complaint was confirmed. A section of shrink tubing on the right side of the electrode face has melted and receded. The u-shaped defect is located on the right side of the probe head and is directly below the electrode face. Proximal to the damaged insulation are areas where the insulation has peeled. As the aspirating pathway was found to be clear of obstructions the complainants event was likely caused by mechanical damage which initiated a defect in the insulation near the electrode face. The sparking observed by the complainant would be attributed to the discharge of current from the exposed metal substrate. Dfu-0088 lists damage to surrounding tissue through iatrogenic injury as a potential adverse effect when engaging in electrosurgery. It also warns users not to use devices that have visible insulation damage as insulation damage can create an alternate current path resulting in an unintended burn or unintentional injury to tissue. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Wand was sparking while inside patient; turned tissue black.